Event description:
It was reported that during femoral impaction, the impactor pad fractured. There were no foreign bodies retained. No known impact or consequence to the patient. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device exhibits signs of repeated use (nicked/gouged) and is fractured, with all pieces returning. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in zrm, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.